Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify pump error 4/23/49/68 and audio/vibrate anomaly due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had audio anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer said that insulin pump started alarming and tried removing battery while he was advised to press and hold the back button, still beeping. Customer was not able to do troubleshoot. The device will not be returned for analysis.